Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced dizziness, syncope and a 15 second pause. It was also reported that the right ventricular (rv) lead exhibited no capture, short v-v intervals, oversensing/noise, high and undefined lead impedance and possible fracture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.